Manufacturer narrative:
Correction: component code has been updated. This report is based on information provided by a philips remote service engineer (rse) and philips field service engineer (fse) and has been investigated by the philips complaint handling team. Patient event files (pefs) were requested and were not available. The failed device has been removed from service and remains at the customer site. Replacement device sent to the customer to resolve the issue. The complaint was escalated for technical investigation (log analysis) and the results indicate there were no device hardware error or software error found based on the provided device logs. No errors found with the provided device history logs. Based on the information available, we were unable to replicate the reported problem. The reported problem was not confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
Correction: text has been updated. Philips received a complaint on the dfm100 defibrillator indicating that the device failed to discharge on the patient in the synchronous mode for electrical cardioversion. Available details indicate that there was no negative results or impact to the patient as another defibrillator was immediately used. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.